Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer received pump error 23 (post-reset ram crc alarm). The customer received pump error 15 (the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed self-test. The customer is not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, and self tests. The test guardian link communicated or paired properly with the pump noted. No communication anomaly or device not found noted. No unexpected pump error 53, 15, 23 noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 53 on 05/26/2025 11:36:34.000, 05/26/2025 11:36:52.. Pump error 23 on 05/25/2025 20:59:11.000, 05/25/2025 20:59:41. Also, pump error 15 on 05/25/2025 20:59:09.000, 05/25/2025 20:59:26 in history due to hardware error electronic defective. Pump was cut open to perform visual inspection no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, scratched case. In conclusion, no unexpected pump error 53, 15, 23 noted during testing. Pump error 53, 15, 23 alarms confirmed in the pump history due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.